Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt, code 204, code 107) has been confirmed. Upon investigation the electrode belt was unable to communicate. The cause for the failure was isolated to liquid contamination on the belt cable connectors j702, j703 and j704 in the distribution node. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing adjust belt and check belt messages as well as service code 204 (belt/monitor unusable) and code 107 (multiple abnormal shutdowns).